Event description:
The advocate alleged a control test was performed using the customer's contour usb system and the result was 350 mg/dl. The normal control range was 106-146 mg/dl. It was not possible to troubleshoot during the initial call. Customer service attempted to contact the customer or advocate after the initial call, but it was not possible to speak with either of them. No product will be returned at this time.